Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a closure device system (prostar xl lof) malfunctioned and caused an access site complication. A rupture occurred and caused major bleeding. A non-specified treatment was performed to resolve the event. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).